Manufacturer narrative:
The lens was exchanged on (B)(6) 2018 for a longer lens and the problem was resolved. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.50/2.5/75 diopter, in the patient's right eye (od) on (B)(6) 2013. The patient experienced low vaulting. The lens is planned for exchange.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a centrifuge vial with presence of residue on the product. Visual inspection found no visible damage to the lens and presence of residue on the lens surface. (B)(4).